Event description:
It was reported during a rotator cuff repair operation an appropriate field was prepared with a 3.8 awl, the footprint was placed in the field and it was broken after third pounding. The operation was completed with a new same footprint by preparing a new hole with 3.8 awl. No patient injury and delay was reported.

Manufacturer narrative:
One 4.5 ultra pk footprint anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet. The broken portion of the anchor was not returned for examination. Inserter shows no damage. Dimensional assessment of the anchors major diameter found it within print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.